Manufacturer narrative:
(B)(4) date sent to the FDA: 4/5/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned additional information was requested and the following was obtained: lot # mpbblso is invalid. Please confirm the lot number: the sales claimed that the lot number should be mpbblso ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m (B)(4) date sent to the FDA: 4/5/2021 corrected information: d3, g1

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/09/2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # mpbblso is invalid. Please confirm the lot number.

Event description:
It was reported from the health authority that a patient underwent a c-section on (B)(6) 2021 and suture was used. The suture broke when sewing the uterus. Changed another one to complete the surgery. No additional information could be provided. Additional information was requested.